Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. There was moisture corrosion observed inside the battery compartment. A leak test was performed and a battery compartment leak was found. Unrelated to the complaint, investigation revealed that the display was dim and discolored.

Event description:
On 06/14/2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible inside the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.